Event description:
The device was applied during a laparoscopically assisted vaginal hysterectomy procedure. Reportedly, the instrument was difficult to open. The hosp has reported that no pt injury ocurred.